Manufacturer narrative:
(B)(4) combined report. It was reported that the patient required a trifit ts revision of the stem and cabling due to fracture of the patient's femur approximately 6 weeks post primary. Corin were notified that the patient experienced a fall which may have caused the fracture. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or failure with the corin device, it required revision due to the patient fracturing their femur post op and thus this case is now considered closed.

Event description:
Trifit ts revision after approximately 2 months due to fracture of the femur.